Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 6.0 mmol/l. The customer did not disclose an alternate method of insulin therapy.